Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope due to ventricular fibrillation (vf). The device exhibited intermittent undersensing during the vf episode, causing delayed therapy delivery. The device misinterpreted the vf episode as ventricular tachycardia (vt) and delivered multiple inappropriate anti-tachycardia pacing (atp) therapies before delivering the shock for the vf event. The patient didn't remember receiving the shock, likely because they passed out due to the vf. Programming changes were made to avoid the undersensing in the future. The patient was stable post-event.